Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Test strip - (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 160 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 160 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is 10/17/2016. The meter memory was reviewed for previous test result history: (B)(6).